Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to patient death, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4. One mitraclip was implanted, reducing the mr to grade 1+. There was no device malfunction. On (B)(6) 2022, the patient passed away at home due to heart related conditions. Additional details were not available. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device remained implanted and was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided, the reported death was due to heart related conditions. The reported heart failure appears to be related to patient conditions (heart failure, hypertension, myocardial infarction, cancer, crt/crt-d/ICD/permanent pacemaker). Death and heart failure are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.